Event description:
The manufacturer received information a trilogy 100 ventilator was returned to the manufacturer's service center for recertification. The device was not in use on a patient at the time of the occurrence. No harm or injury was reported. During repair testing, the device failed testing for o2 low flow. The active exhalation control module was replaced to address the issue. The device passed final testing. Additional findings not related to the reported malfunction/issue: the device's rubber feet were missing and required replacement. The handle and o-rings required replacement.